Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was tested with the customer's cables. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device failed to read the patient's ECG. The customer could not get an ECG through the 3-lead ECG cable, nor through paddles lead. Further it was observed that the device's spo2 function was inoperative. The user powered the device off and on, but the requested functions were not available. A back-up device was then used immediately. There was patient use associated with this event. As the patient clearly had been lifeless in his room for some time already, treatment was ceased and the patient expired. According to a witnessing doctor, the reported device failure did not contribute to the patient's outcome.